Event description:
During an angioplasty, a nurse cut their hand on the prongs of a vaclok negative preparation syringe. The nurse was unfamiliar with the vaclok syringe. When the plunger shaft was not locked onto a barrel pin, the plunger snapped back into the barrel and pinched nurse's hand, causing a cut. Nurse came into contact with the pt's blood and went to the emergency room for treatment.